Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2020, product type: lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2020 for a verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient was in the hospital as they still had an infection and was leaking from their back. They stated that they were very sick and had to go to the emergency room (ER) right after the procedure. It was noted that they had not done any data collecting because of multiple infections with 5 days of hospitalization (started on (B)(6) 2020). On (B)(6) 2020, the trial patient reported that they were struggling to self-catheterize and was told by their doctor to use a pubic catheter instead. They were still not tracking data in their diary because of the issues. It was noted that they had only been able to void a very small amount once, on their own. The trial patient was to see their physician tomorrow to discuss their issues. Follow up information received from the trial patient on jan. 25, 2020 reported that their device needed to be reprogrammed per their physician. The device was not working at all and they were sill not voiding. They also mentioned they were to have their dressing changed. Further follow up information received on jan. 26, 2020 from the trial patient reported that they thought the lead had moved because it was stimulating their bowel which caused them to have an increase in bowel movements (bm) than before. They also did not feel the stimulation. Information received on jan. 28, 2020 reported that the trial patient was not tracking the data. They stated that the manufacture¿s representative re-programmed the handheld device. The patient also mentioned they were leaking urine out of the foley catheter that was placed. It was advised that the patient contact their clinician for the issues. There were no further complications reported or anticipated.